Event description:
Patient had mammosite CT planning. When patient returned the next day for first treatment, she stated the balloon had burst. She did call her physician's office that night and they stated that was probably what happened. We then took her into the hdr (high dose radiation) suite and verified it with a c-arm.